Event description:
It was reported that a patient experienced an increased intra-peritoneal volume (iipv) event while performing peritoneal dialysis therapy on the homechoice device. The patient was in dwell one at the time of the event. The patient stated that they were feeling full/bloated/overfull. The care giver (cg) explained that the patient did a manual exchange and they filled with 2000ml. The homechoice device drained 37ml and went to fill one. The patient was filled and the device advanced to dwell one. The technical service representative (tsr) had the cg retrieve the programming and the initial drain alarm was set at 0ml. The patient then manually drained 4153ml. The tsr advised the patient to end the therapy; however, the patient wanted to continue. The tsr assisted the cg with bypassing the patient into fill two in order to continue the therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and an evaluation was performed to investigate the reported event. A review of the event history log verified the occurrence of an increased intra-peritoneal volume (iipv) event. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device which the device passed. Internal and external inspection was performed and no issues were noted. A short simulated therapy was successfully performed. Upon conclusion of the investigation, the cause of this issue was determined to be false empty detect and use error with initial drain alarm setting inappropriately programmed. The homechoice and homechoice pro apd systems patient at-home guide warns that ¿setting the I-drain alarm volume too low or off can result in an incomplete initial drain followed by a full fill. This can result in an increased intraperitoneal volume (iipv) situation.¿ a review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.